Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor breast implants and suffered several unexplained systemic symptoms, including allergies, mood change, pain, and mastitis. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. Due to the nature of the complaint source, social media, mentor was unable to follow up for additional information. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis. This report is for the right-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).